Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to oversensing of noisy signals. The device was reprogrammed to the secondary sensing vector and the patient will continue to be monitored. Electrode damage was suspected. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.